Event description:
Pt had order for 5fu 1,100 mg/m2 (2950 mg) via continuous infusion over 46 hours filled on (B)(6) 2017. Pharmacy prepared reservoir bag with 59 ml + 3 ml overfill 5-fu 50 mg/1 ml per normal procedure. When pt returned on (B)(6) 2017 for pump disconnect, infusion rn noted small air bubbles in tubing between reservoir bag and walkmed infusion pump. Pump reading indicated 59.1 ml had infused, and reservoir bag appeared to be completely drained.